Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0g98s, implanted: (B)(6) 2014, product type: lead. Product ID:3387s-40, lot# va0g98s, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Information was received from the consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported there was a loss of stimulation. They woke up shaking because his ins battery was depleted. They charged it up but it still didn't seem to be working. They hadn't checked their device with the patient programmer (pp). They checked the ins status with the programmer and it showed the stimulator was off. The ins battery was full. They turned the stimulation on. Further follow-up was being conducted to determine if the patient's shaking resolved after turning the device back on. If additional information is received a follow-up report will be submitted.